Event description:
Ous MDR - it was reported that approx. 70 months after the implantation the device could not be interrogated. During the ICD exchange a rv lead insulation damage was noted. The lead was capped.

Manufacturer narrative:
The lead complained about was not returned for analysis. The report therefore refers only to the analysis results of the ICD. The returned ICD was first visually inspected. Spots of molten titanium were visible. In a next step, the ICD underwent an electrical check. Matching the clinical observation, interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, as a result of which the ICD could no longer be interrogated. Possible causes for damage to the external insulation of the lead can be, among others, abrasion at the ICD housing or the subclavian crush syndrome. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.